Event description:
It was reported that a small volume folfusor leaked from the closure zone. The device was filled with 0.9% sodium chloride and fluorouracil. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot manufacture date: january 23, 2023 - january 24, 2023. H10: one actual device was received for evaluation. The unit contained fluid in the bladder. A visual inspection on the unit via the naked eye showed no evidence of leak. The inner and outer surfaces of the sample were observed to be dry. The fill port area where fluid is filled into the device bladder was also observed to be dry. The red luer cap (non-baxter product) which was attached at the distal luer was observed to be securely tightened. A functional leak test was performed by adding green color water to the bladder. During fill, no evidence of leak was observed. After fill, the sample was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. The device was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.